Event description:
Customer called complaining about her sensors. During the call, she mentioned an incident where she was hospitalized for high blood glucose levels. On (B)(6) 2013, customer stated she went to the emergency room after she started feeling ill and had the highest blood glucose level she has ever had. Her blood glucose level at admission was over 550 mg/dl. She was treated with IV fluids and released after her blood glucose level went down. Customer stated there were no significant events leading up to the incident. She was not in an accident. Customer was wearing the device at the time of the emergency room visit. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.